Manufacturer narrative:
Reliability analysis evaluated seven opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test. Six of seven reservoirs were filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a 7xx insulin pump. Performed insulin pump manual prime. Visual fluid flow through infusion set and out catheter tip. In conclusion, reservoirs were not occluded. For the remaining reservoir of seven, analysis was not required due to reservoir missing stopper plunger. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that insulin did not exit. The customer changed the infusion set and reservoir. After replacing the infusion set and reservoir the insulin pump did not alarm no delivery. Customer's blood glucose level was 515 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.